Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-aug-07 (B)(4) (con): information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had not used it very much. Patient clarified the stimulation therapy. Patient stated he fell coming out of his house 4-5 weeks ago. Patient stated he cannot charge his ins since(B)(6) 2020 and he felt the fall must have done something to the ins causing it to not charge. Patient stated he usually charges the first of every month. Pss suggested that the patient should have the ins checked by the hcp.